Event description:
(B)(4) severe pelvic pain. Severe, constant headaches. Heavy bleeding during periods, pain during periods. Extreme weight gain. Hair loss. Thyroid imbalance. Brain fog. Forgetfulness. Mood swings, depression, anxiety. Vision problems. Acne. Hip pain.